Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The blood glucose was unknown. The customer also stated that the insulin squirted out of infusion set while priming. The device will be returned for the analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected a33 alarm anomalies noted. No excessive no delivery/occlusion alarm noted. No unexpected failed battery alarm anomalies noted. No motor error alarm noted. Motor passed motor test. Device received with cracked battery tube threads.(B)(4).